Event description:
It was reported the activation test failed. There was no patient involvement. Available details indicates the delivery test was failing. The customer was provided with a therapy capacitor to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement part of a therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.